Event description:
Additional information received indicated that the relationship to the neuroblate system was not related, however, was possibly related to the neuroblate procedure.

Manufacturer narrative:
Additional information & corrected information: b5.

Event description:
It was reported that following an ablation procedure, the patient experienced surrounding edema and midline shift causing mild obstructive hydrocephalus. The event was noted to be possibly related to the neuroblate system and the surgical procedure. The patient was hospitalized from (B)(6) 2020-(B)(6) 2020 with surgical intervention of ventriculostomy. The patient was then discharged and the event was considered resolved as of (B)(6) 2020. There were no further patient complications reported in relation to this event.